Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had no ventricular sensitivity. The epg passed incoming testing. It was indicated that the output connector assembly was broken. It was also indicated that the battery drawer would not open without batteries installed, the hanger assembly and hanger o-ring were missing, and keypad was scratched. It was also indicated that the encoder assembly and one knob were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had no ventricular sensitivity. The generator was returned for service. No patient complications have been reported as a result of this event.